Event description:
It was reported that there was an audible alarm that required evaluation. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of audible alarm. No previous repairs noted in the last 12 months. Review of event log found battery communication timeout/base task timeout. Visual/functional testing was completed. During inspection and onboard testing found a faulty non-original equipment manufacturer (OEM) battery and a cracked plunger case. After replacing those parts all alarms /issues were cleared. Pump was calibrated and passed all performance verification tests.